Event description:
It was reported the patient had open circuits and the manufacturing representative thought the leads had come loose from the header block. Additional information received reported the manufacturing representative was reading impedances greater than 20,000 ohms on the patient¿s implantable neurostimulator (ins). The reporter stated that there was open circuits and impedance greater than 20,000 ohms on the ¿right tail.¿ it was noted the ins connections ¿looked good.¿ it was further noted the open existed prior to the revision. The reporter stated the ins was changed out today and ¿were not at lead/ext.¿ additional information received reported the revision was very successful.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v021753, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3998, lot# v021753, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3998, lot# v007911, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient had a traumatic hematoma. It was noted that the lead and the pulse generator were explanted. It was noted that surgical intervention included explant and implant on contralateral side and new pulse generator. It was noted that the patient required hospitalization as a result of the event. It was noted that the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the traumatic hematoma led to an exposed implantable neurostimulator.